Event description:
Edwards has learned of a model 2800-23mm, implanted for approximately twelve (12) years, replaced in a valve-in-valve procedure due to aortic regurgitation.

Manufacturer narrative:
This device remains implanted after a valve-in-valve procedure. No additional information has been provided regarding device implant date, serial number or condition of the device at time of the procedure. No device history record (DHR) review can be done as the serial number of this device remains unknown. No patient history has been made available; therefore, it is unknown if there are any patient related contributing factors. There are many factors that could result in the need to replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, there is minimal patient and device information after the valve-in-valve procedure. Without a response from the health care provider, we are unable to investigate into the root cause for this event.